Manufacturer narrative:
The manufacturer previously reported receiving information alleging a high o2 level alarm. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory (pil) manufacturer for evaluation and the customer¿s complaint was confirmed. The device is suspected to have a faulty oxygen sensor that has drifted on the main board. The unit has been scrapped. Following review of the complaint allegation and completed investigation, it has been determined that this case was reported in error. If this reported symptom were to recur it is unlikely to cause or contribute to death or serious injury, as in this reported case.

Event description:
The manufacturer received information alleging a high o2 level alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.